Event description:
Treatment of a cerebellum avm with onyx. It was reported after the avm was embolized with onyx, it was not possible to retract the catheter. The catheter was removed with force and caused disorder in the right abducens nerve and left auditory nerve. Same event as MDR# 2029214-2010-00283.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was consumed in the event. (B)(4). Lot# 8081878, exp date: 11/2012.